Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer also reported that they had low blood glucose 41 mg/dl and 173 mg/dl. Customer was treated with the manual injection.. The insulin pump will not be returned for analysis.